Event description:
It was reported that the patient presented with numerous high ventricular rates. The patient claimed she got a -shock- like static electricity when she touched metal surfaces, but was not symptomatic when this happened. Oversensing was seen on both channels. As the patient was not symptomatic, the system would be left as is.

Manufacturer narrative:
No medwatch form was received.